Event description:
It was reported that the pt experienced an overstimulation sensation following some type of activity, environmental, or medical exposure. The pt was exiting a "tram" at (B) (6) and began walking to her car when she felt the stimulation turn on. The symptoms were at the implantable neurostimulator (ins) and the paresthesia area. The pt had stimulation down her right leg and was having difficulty walking. The pt was traveling at the time of the event. The pt's status was good. The pt noted that she "forgot" her pt programmer and was unable to turn the ins off. The pt was driving home the day of the report. The pt was considering options for getting the device turned off. No pt treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).